Event description:
Several giraffe spot pt lite systems were brought down to the biomedical services department for repair. The biomedical services technicians noted that in some of the systems the orientation of the compact light was not correct. Therefore, the treatment of the infants' jaundice may not be effective. The biomedical services technicians checked the other giraffe spot pt lite systems in the nicu; and they found that 36 out of the 41 systems had a similar problem. According to the biomedical services technicians, the compact light (bulb) was not installed properly. The compact light socket (bulb's ceramic base) has up printed on it; and it must face upward. The light socket (bulb's ceramic base) will fit in the holder either upward or downward. In the giraffe spot pt lite, the light socket (bulb's ceramic base) was not oriented in the proper direction when it was checked. The orientation of the bulb/plug (bulb/electrical connector) is everything. The bulb can only be plugged in one way, as the prongs are different sizes, to fit the holes in the plug (electrical connector). The staff checked the giraffe spot pt lite and the socket (bulb's ceramic base) was found to be installed with up. It could be read by looking at it and up was found in the downward position.